Event description:
Patient reported left side "nodules, rupture and pain" "informed that has the prostheses from the recall" the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2021.

Event description:
Patient reported left side "nodules, rupture and pain", "has the prostheses from the recall", and "pain is becoming unbearable and even pain medication doesn't relieve it". Patient representative reported the patient experienced "various health problems in the breast region, such as breast pain in addition to nodules and cysts", "severe pain in the region (...), which has caused disruption to day-to-day activities, as well as shaken emotionally", "constantly crying due to physical and emotional pain, which affected [their] daily life", left side "sparse calcifications" via mammogram, "prostheses intact, but began to show nodules" via MRI, and later found "changes that may present ruptures", "cysts", and "nodules" via ultrasound. Healthcare professional reported left side "treatment based on vitamin e and anti-inflammatory drugs was used to improve the pain", "presence of folds in the prostheses" via MRI, and "alterations that could represent capsular rupture" via ultrasound. Device remains implanted.